Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 46 mg/dl while their blood glucose reading was 168 mg/dl. Troubleshooting was performed. Their current blood glucose level was 166 mg/dl. The customer stated that insulin delivery was suspended due to a low sensor glucose of 60 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. The product will not be returned for analysis.

Manufacturer narrative:
Analysis as inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.